Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead alert for low impedances on the right atrial (ra) lead. Upon device interrogation, it was noted that there was intermittent atrial undersensing on the ra lead. Reprogramming was attempted but unsuccessful. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018. It was further reported that the ra lead continued to have low impedance and undersensing and no deflection. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.